Manufacturer narrative:
Submission of this report does not constitute an admission that the manufacturer's product caused or contributed to the event. A field service engineer (fse) was at the customer's site to address the reported event. Fse confirmed the problem by reviewing the control results and reproduced the problem by performing qc run. Fse inspected the diluent supply line and found filter connecting tube in the diluent container discolored. Fse replaced the tube and performed decontamination procedure for all diluent wash and substrate lines. Fse also replaced the diluent pump and ran quality control, but result was out of range high. Fse found the detector lens was dirty and cleaned the lens, fse verified the wash probes height on incubator, cleaned the wash probes and replaced wash probe tips. Fse ran calibrator and controls but problem persisted. Fse cleaned and flushed sample nozzle, replaced wash reagent with freshly made wash, ran controls again and problem persisted. Fse then replaced the sampling syringe, performed clog detection adjustment, liquid detection adjustment, ran a clog test, liquid detection test and instrument passed. Fse successfully performed daily check, calibration and mac control runs; all results passed within acceptable range. Precision and dilution tests were completed successfully within acceptable range. Customer uses omni controls and attempted another control run, but some of the controls came within range and others did not. The customer was advised to order new omni controls and attempt run again when received. The instrument performance was verified using mac controls. No further action required by field service. The aia-900 instrument is functioning as expected. A 13-month complaint, service and lot history review through aware date of event for similar complaints was performed for serial number (B)(4) and lot# oim21111a/ oim21113a. There were no other similar complaints found during the searched period. The st aia-pack intact pth (ipth) analyte application manual states the following: evaluation of results. Quality control. In order to monitor and evaluate the precision of the analytical performance, it is recommended that commercially available control samples be assayed daily. The minimum recommendations for the frequency of running internal control material are: after calibration, two levels of controls are run in order to accept the calibration curve. The two levels of controls are also repeated after calibration when certain service procedures are performed (e.g. Temperature adjustment, sampling mechanism changes, maintenance of the wash probe or detector lamp adjustment or change). After daily maintenance, at least two levels of the control should be run in order to verify the overall performance of the tosoh aia system analyzers. If one or more control sample value(s) is out of the acceptable range, it will be necessary to investigate the validity of the calibration curve before reporting patient results. Standard laboratory procedures should be followed in accordance with the regulatory agency under which the laboratory operates. The st aia-pack intact pth (ctnl2) analyte application manual states the following: quality control. In order to monitor and evaluate the precision of the analytical performance, it is recommended that commercially available control samples be assayed daily. The minimum recommendations for the frequency of running internal control material are: after calibration, two levels of controls are run in order to accept the calibration curve. The two levels of controls are also repeated after calibration when certain service procedures are performed (e.g. Temperature adjustment, sampling mechanism changes, maintenance of the wash probe or detector lamp adjustment or change). After daily maintenance, at least two levels of the control should be run in order to verify the overall performance of the tosoh aia system analyzers if one or more control sample value(s) is out of the acceptable range, it will be necessary to investigate the validity of the calibration curve and the assay results before reporting patient values. Standard laboratory procedures should be followed in accordance with the regulatory agency under which the laboratory operates. The st aia-pack intact pth (ck-mb) analyte application manual states the following: quality control. In order to monitor and evaluate the precision of the analytical performance, it is recommended that commercially available control samples be assayed daily. The minimum recommendations for the frequency of running internal control material are: after calibration, two levels of controls are run in order to accept the calibration curve. The two levels of controls are also repeated after calibration when certain service procedures are performed (e.g. Temperature adjustment, sampling mechanism changes, maintenance of the wash probe or detector lamp adjustment or change). · after daily maintenance, at least two levels of the control should be run in order to verify the overall performance of the tosoh aia system analyzers if one or more control sample value(s) is out of the acceptable range, it will be necessary to investigate the validity of the calibration curve before reporting patient results. Standard laboratory procedures should be followed in accordance with the regulatory agency under which the laboratory operates. The most probable cause of the reported event is unknown, possibly due to the control material.

Event description:
A customer reported out of range quality control results after diluent change on the aia-900 instrument. The customer recalibrates all analytes after diluent change, but error occurs. The customer stated this issue has occurred several times in the last two months and have decontaminated the instrument several times. The instrument is down. A field service engineer (fse) was dispatched to address the reported event, which resulted in delayed reporting of cardiac troponin I (ctnl2) and intact parathyroid hormone (ipth) patient results. There was no indication of patient intervention or adverse health consequences due to the delay in reporting.